Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device and the reported condition of damaged cord was confirmed. The findings revealed that this event was due to mishandling during use. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Event description:
It was reported that the cord became detached at the insertion point of the hand piece of the device. It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury was alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.